Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work. According to the pictures attached below there shows signs of oxidation and corrosion. Therefore, the surgeon used an alternative same product to complete the surgery.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.